Manufacturer narrative:
Other relevant device(s) are: product ID: sg-64, serial/lot#: unknown, ubd: unknown, UDI#:unknown; continued: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used with an endurant ii stent graft system for the endovascular treatment of a ruptured unknown size abdominal aortic aneurysm. A non-mdt balloon expandable stent was also implanted to the level of the iliac bifurcation on the left. It was reported the patient presented with delirium two days post the index procedure. The patient was treated with medication and the event was reported to be resolved. It was reported the patient also presented with bilateral pulmonary edema/pleural effusion four days post the index procedure as per the investigator, the patient presented with hypoxic respiratory failure in the setting of pulmonary edema, tobacco use, pulmonary cysts and sub-pleural bulla. It was also reported that the event was a suspect component of undiagnosed copd and rheumatic lung disease. The patient was treated with medication and the event was reported to be resolved. The events were assessed by the investigator to be related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.